Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to exhibit oversensing. Pacing inhibition and low amplitude on the left ventricular (lv) lead were also observed. The involved lead is a non boston scientific product. Additionally, boston scientific technical services (ts) noted this system does not have a right ventricular (rv) lead implanted and this patient has a concomitant non boston scientific pacemaker. No adverse patient effects were reported. At this time, this device remains in service.